Event description:
Per charles summers(tbm) reporting for dealer the yellow light comes on. Unit was with patient when failed. Unaware of the length of use. Use not aware. Calling 3rd party for repair